Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. The patient was stable before, during, and afterward.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at eri level. Electrical and mechanical analysis performed indicated normal functionality. Device image indicated autocatpure feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Analysis of session record did not find any sudden drop in voltage or sudden increase in current. Device has reached eri level due to normal usage. Longevity assessment was performed based on average current and the device exceed the projected longevity, is considered normal battery depletion.